Event description:
See initial report.

Manufacturer narrative:
H11: through follow-up communication livanova learned that customer decided to perform device repair on its own, replacing solenoid valve that was found leaking refrigerant gas. System was then recharged with new gas and upon inspection of a livanova field service representative the device was confirmed to work properly and it was released for service. A device service history review has been performed and identified that the unit was manufactured in 2016 and a similar event was reported in 2024 (MFR #9611109-2024-00449), that was solved with refill of refrigerant gas. Based on the gathered evidence, the most likely root cause of the reported event has been assigned to material degradation over time of the solenoid valve leading to loss of refrigerant gas.

Event description:
Livanova deutschland received a report that cooling system of a heater-cooler system 3t device was found to be excessively slow during preventive maintenance activity. System not recommended to be used until cooling issue resolution. There was no patient involvement.

Manufacturer narrative:
H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in burlington, vermont. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.